Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) and progesterone results for one patient on their e-module. The customer provided data for one discrepant hcgb result that was reported outside the laboratory. The patient's sample was processed in the customer's modular pre analytics device. The patient's initial hcgb result was 387.5, the units of measure not provided. The patient was diagnosed with an ectopic pregnancy and this was the second sample taken from the patient. To confirm the patient's diagnosis, the hcgb result was expected to increase from the previous result, however the hcgb result decreased. As the hcgb result did not confirm the diagnosis, the patient was discharged from the hospital. The patient was re-admitted to the hospital when her condition worsened and a new blood sample was collected. The hcgb result from the second sample was 857.4, the units of measure not provided. This result confirmed the diagnosis of an ectopic pregnancy. It was unknown if the patient was adversely affected by this event. The hcgb reagent lot number and expiration date were not provided.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
The investigation of this event found that the discrepant results were likely caused by a sample mismatch when the mpa was aliquoting from primary tubes into aliquot cups, which meant that the actual sample ID's and aliquot rack and position information were incorrectly assigned. The mismatch was due to an operator error. An operator had prepared the aliquoter module to perform a leak check as part of the routine maintenance. This involved stopping the module, opening the cover, and placing two tubes containing water in the aliquoting position manually. However, the operator selected c.stop instead of stop mode when placing the tubes of water. The leak check was never actually performed, but the operator failed to remove the tubes of water manually. When the aliquoter module was restarted from c.stop mode, the rack containing the tubes of water remained in the aliquoting position. When the next rack of primary samples arrived in the aliquoter, the first two aliquots were taken from the tubes of water, but these aliquots were incorrectly assigned by the system to the first two patient tubes in the following rack. It is likely that other samples were also mismatched, but if they did not have any unusual abnormal results this was probably not detected. The discrepant beta hcg and progesterone were detected due to inconsistencies between expected results and clinical diagnosis for this specific patient sample which was processed at the time of the event.